Manufacturer narrative:
The used syringe has been returned to navilyst medical, however the device evaluation has not yet been completed and the investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by navilyst medical's distributor in the u.k., during a procedure utilizing a navilyst medical convenience kit, air was aspirated into the barrel of the 10 ml control syringe. No air was injected into the pt, and no complications resulted from this event - the pt's condition was unaffected. The used syringe has been returned to navilyst medical for evaluation.